Event description:
The customer reported, after inserting the IV and applying the male angel wing, labs were drawn from the IV and the angel wing was stuck in the IV port. After twisting and pulling, the plastic sheath around the angel wing needle slipped off. After pulling one more time, the angel wing needle broke into 2 pieces, sticking the left index finger with the exposed angel wing needle. The angel wing never detached from the IV port. A paramedic had to remove the angel wing with pliers. Additional information provided by the customer stated that the employee did not have a needle stick but an ¿exposure¿ (blood splatter in mouth). Per hospital policy, routine blood tests were performed and results were negative, no follow-up is required due to negative status.

Manufacturer narrative:
Section b5 has been updated to include corrected/additional information provided by the customer. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Three decontaminated samples were received at the manufacturing site for evaluation. Upon a visual and functional evaluation of the samples, the reported issue was confirmed; the angel wing was found to be stuck. A root cause analysis indicated that this issue is related to the manufacturing/production process with the press machine. Corrective maintenance will be completed to prevent the recurrence of the reported issue. Additional actions are not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported, after inserting the IV and applying the male angel wing, labs were drawn from the IV and the angel wing was stuck in the IV port. After twisting and pulling, the plastic sheath around the angel wing needle slipped off. After pulling one more time, the angel wing needle broke into 2 pieces, sticking the left index finger with the exposed angel wing needle. The angel wing never detached from the IV port. A paramedic had to remove the angel wing with pliers.